Event description:
The manufacturer received information alleging ventilator "service required" alarm conditions occurred. The device was not in patient use. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and flow sensor assembly were replaced to address the issues.